Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report excessive no delivery alarms. The customer's blood glucose reading was 488 mg/dl. The customer was able to run a manual prime and saw insulin exit. The customer was advised that the device was working as designed. The insulin pump was not replaced or returned for analysis.